Event description:
An orsiro drug-eluting stent system was selected for treatment. Due to the heavily calcification of the lesion, a strut of stent was deformed. After further preparation of the lesion, another orsiro was used to complete the intervention.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its distal end (i.e. Several stent struts are lifted and everted). Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Considering the physicians description, the root cause for the complaint event is most likely related to the patients anatomy (i.e. The heavily calcified lesion).